Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: review of the log file provided by the account confirmed low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history the abnormal pump operation appeared to be consistent with driveline wire compromise. Furthermore, the reported cosmetic damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned and no images were submitted by the account for review. The submitted log file contained data from 06nov2019 through 12nov2019. Several low speed events were captured between 10nov2019 and 12nov2019 resulting in multiple pump stops. A total of 11 motor stopped alarms were captured during these events, and the abnormal pump operation was associated with low speed advisory/hazard, low flow hazard, and low speed operation alarms. Elevations in pump power ranging from 9.5-13.4 watts were also observed associated with a pump stop event on (B)(6) 2019 captured at 10:54 am. All observed low speed and pump stop events occurred while the patient was connected to the power module. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed alarms, the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hm ii lvas IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow and low speed alarms early in the morning the previous three days after having a regular follow-up appointment six days prior. The alarms were followed by a red heart and yellow key lights. The green symbol was always present. Log files investigated by healthcare providers found pump speed dropping until zero with the pump being off 3 times. Each time was during early morning hours and for at least 1 second while the patient was on the mpu. Clinically the patient was doing okay. The patient was connected to battery power while waiting for additional help from technical services. The cause of the alarm was suspected short-to-shield damage and the alarms resolved after the patient was placed on battery power. According to analysis by the abbott technical team there was no visible damage of the percutaneous lead. An exam of the drive line was performed on (B)(6) 2019. There were multiple points of damage on the silicon sheath, which were repaired by rescue tape. Inspection of inner wires did not confirm any point of damage. No fluid contamination at the exit site was found. The final decision made was to keep the patient on a non-grounded cable and monitor them at home . In case of any repeating event the patient would be moved on the transplant waiting list to urgent priority.